Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure the lead exhibited high impedance. The lead was not used.